Event description:
This is a spontaneous report by a baxter employee nurse from (B)(6) of fever, diarrhea, vision problem and peritonitis in an approximately (B)(6) male patient coincident with dianeal pd4 unknown bag therapy. On (B)(6) 2005, the patient began treatment with dianeal pd4 unknown bag (dose and frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient was admitted to the hospital and was diagnosed with peritonitis manifested as cloudy effluent, abdominal pain, fever and diarrhea. The patient received unspecified remedial therapy. The patient has not recovered from the peritonitis since the time of this report. According to the reporter, the cause of peritonitis was vision problem. Dianeal pd4 unknown bag was continued. The reporter believed the event of peritonitis was unrelated to dianeal pd4 unknown bag therapy. The reporter did not provide an assessment of causality for the events of fever, diarrhea and vision problem.

Manufacturer narrative:
(B)(4). The root cause is undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.